Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Complaint received via email. Consumer reported complaint for high and erratic blood glucose test results. Customer stated on the email that test 182, 155, 148, 144,143, 167 were off with absolutely no reason for it to be like that. Customer used friend's meter and did 3 tests, 94, 96, 93 indicating that results are similar to an every day occurrence. Control solution test with level 1 and level 2 test were performed and strips test within level of the bottle ranges. Manufacturer made contact with the customer to obtain additional information. The customer¿s expected fasting blood glucose test result range is 90-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back test was performed using the same hand different finger and results were 108/110 mg/dl fasting. Customer was educated about the variance with back to back test. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 04/15/2022 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 17-feb-2021: d10: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.